Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a capsule tear when he fully inserted the intraocular lens (iol) into patient's left eye. The lens was cut up, removed and discarded. The incision was enlarged and vitrectomy was performed. A competitor's lens was used as the replacement and a sutures were placed. The patient is doing well post operation. No further information was available.